Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two bravo capsule which failed to attach on one patient during the initial procedure. A third capsule was placed successfully. There was no harm caused to the patient, no medical intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. Lubricant was used to facilitate placement of the capsule and none got into the capsule chamber. The capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: according to bravo risk assessment during attachment step, capsule does not attach to the esophagus or detaches prematurely, capsule falls in mouth. This risk can cause to study ends early, frustration, repeat study, might lead to aspiration. Based on the risk assessment document, this risk was assessed as ¿broadly acceptable¿ (no need for further risk reduction). Bravo guide new recorder under warnings: aspiration of the capsule if inadvertently pulled back up into the upper esophagus by the delivery device. There is a possibility that this may occur in a procedure in which the capsule did not attach to the esophageal mucosa. A review of the device history record indicating that the product was released meeting finished product specifications. The product was not reported condition or incident. The capsule as received to meet specifications. The conclusion of the investigation is: bravo delivery system is without damage ¿ reason for fail to attach was not found. If information is provided in the future, a supplemental report will be issued.